Event description:
Further follow-up revealed that the generator was near extrusion and the surgeon wanted to implant the generator deeper. It was also reported that there may be an infection. Revision surgery was performed to address the reported high impedance and migration. During the revision surgery, the surgeon noted that the generator had migrated to the axilla region. The incision scar appeared inflamed. When the generator was removed from the patient, an improper lead/generator connection was observed; the lead pin had not been fully inserted. The lead pin was re-inserted and diagnostic testing was performed resulting in a proper connection. The generator was sutured in a more medial position to prevent further migration. Th3 surgeon reported that when the vns system was initially implanted in august 2005, high impedance was seen at that time. The cause of the high impedance was due to an improper lead/generator connection that occurred during the initial implant surgery.

Event description:
Reporter indicated that device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code presumably 7, output status limit), indicating possible device malfunction. Previous device diagnostic testing performed three weeks earlier was within normal limits, indicating proper device function at that time. It was reported that at the time of the high lead impedance test result, the patient had a bruise in the area of the device. Treating neurologist indicated that the patient's family reported that the patient had bumped the area near the device on his left chest wall, resulting in a bruise between the sternum and the device which was resolving at the time of the office visit. Review of x-rays by manufacturer revealed that the lead electrodes were implanted with 2-3 tie downs, and strain relief. The generator was implanted in the left chest with feedthroughs intact and lead wire intact at the lead connector pin. Due to the angle of the x-rays, it was not possible to determine if the lead connector pin was fully inserted past the generator connector block. There were no gross visible lead discontinuities, though some of the lead was behind the generator, so a lead discontinuity could not be ruled out there. Plan of action has not yet been determined.